Event description:
Reporter indicated a vns patient is experiencing an increase in seizure activity. The patient's seizure activity level prior to vns is unknown. Good faith attempts to obtain additional information has been unsuccessful to date.